Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the touch screen on the central control monitor would not respond to touching of the screen and the cursor was not visible. No error messages were observed. The user attempted to calibrate the screen three times with the same result. The user also checked the connection for each cable and printed circuit board inside the monitor. All connections were fine. The device was returned for investigation and repair. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.